Event description:
The user_s hearing performance with the device was affected. An accident was reported and the family realized immediately after the trauma that that the user could no longer hear with the concerned implant. Redness and swelling behind the implant site were found. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion. The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user had a fall. The family realized immediately after that the user could no longer hear with the concerned implant. When the user was seen for fitting some redness and swelling was noticed behind the implant site.